Event description:
When the rn went into the pt's room, she found that the pt's pacemaker was not capturing and the pt was in asystole. CPR was initiated and a code blue was called. The pt did not respond to resuscitative efforts and died. The concern is that no "three star" alarm sounded when the pt was in asystole. The nurse manager reviewed the stored alarms, trends, and vital signs for this pt and also reviewed the chart. She spoke with the nurse who admitted her to micu and the nurse who was caring for her at he time of her death. According to the vital signs report taken from the monitor at the bedside, the pt's heart rate was precisely 82 from the time of admission to the unit until when there was no heart rate recorded. This corresponds with an alarm that shows a series of pacer spikes with no capture. This was not sensed by the monitor as a three star alarm, but was recorded as a two star alarm, which is not as loud and does not signify a lethal dysrhythmia. There is, however, indication on the strip that someone reset the alarm and validated it. The rn caring for this pt states that she did not see or have any knowledge of this alarm occurring. The medical center biomed checked the monitors and could not find any cause for the problem. The product is still in use at the medical center.